Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 602 mg/dl and 150 mg/dl within 10 minutes on the advantage system (meter, comfort curve test strip lot number 548995, expiration date 04/30/2007). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.